Manufacturer narrative:
A ge service representative performed an onsite investigation. The rotor motor pcb was evaluated and identified as requiring replacement. The customer declined to have further service performed by ge. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported that the system failed ot allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.